Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch had occurred on the right ventricular (rv) channel of this cardiac resynchronization therapy pacemaker (crt-p) approximately an hour post-implant. Pacing impedance was low and out of range. All measurements were within normal range when checked the following day. No noise was noted on the rv channel and the out-of-range measurement could not be reproduced. Boston scientific technical services (ts) discussed potential causes and provided the options of troubleshooting or resetting to bipolar and continuing to monitor. The device was programmed back to bipolar and the patient will be monitored. No adverse patient effects were reported. This device remains in service.